Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: evaluation revealed that the battery compartment is cracked in two places: near top and below bumper pad. There is a battery compartment leak. There was evidence of moisture corrosion is only in battery compartment, other parts of pump do not have moisture. The battery cap is damaged ¿ top worn. Used test cap for all steps, test battery cap does tighten fully.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged battery cap threads and battery compartment w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.